Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided information on how to reset it. The malfunction code did not recur after the reset, and the customer may continue to use the pump. Caller was instructed to call back if any malfunction code recurs and acknowledged the instructions.